Manufacturer narrative:
Additional information has been requested, but no new information has been received to date. The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that seven years and four months post implant of this pulmonic bioprosthetic valved conduit in a pediatric patient, it was replaced valve-in-valve. The failure mechanism was not provided. No other adverse patient effects were reported.

Event description:
Additional information was received indicating that this device was replaced due to stenosis and regurgitation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.